Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding the delivery of unknown drug (unknown doses and concentrations) in an implantable infusion pump. The hcp replaced 4 pumps due to a motor stall over the past year. It was stated 3 of the 4 patients required intensive care unit (ICU) admission. The pumps were replaced within 24 hours and the patients did well. This report pertains to the one patient who did not require ICU admission. It is interpreted the patient still required hospitalization. Additional information was requested from the hcp regarding patient identifiable information, drug information, concomitant drugs, pertinent medical history, patient symptoms, if the cause of the motor stall was determined, and any other information of importance.